Event description:
It was reported on (B)(6) 2012, that the patient was seen for follow-up that day, and his device was found to be programmed to unintended settings. At the patient's previous appointment on (B)(6) 2012, the patient's device was interrogated and system diagnostics were performed. Following that appointment, the patient was complaining of "significant jolts" from the device every hour, so the patient was seen on (B)(6) 2012. The faulted diagnostics settings were observed and corrected at that visit.

Manufacturer narrative:
.